Event description:
It was reported that during a hepatectomy procedure, the plastic part got loose after five minutes of use. There was no adverse patient consequence. No further information is available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.